Event description:
It was reported that when pressing the cardiac chair button option on the bed, the fowler section would go up while reverse trend was still moving.

Manufacturer narrative:
Result - ilm-board.